Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device had noise on the atiral channel, was sensing poorly, and had high impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.